Event description:
It was reported that the home choice (hc) smelled like burning wires during cycle four of therapy. The technical service representative (tsr) arranged the return of the device and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device evaluation was completed and the reported event could not be verified through the sample analysis. The cause could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured in 1995. The device was returned to baxter and the evaluation is complete. A review of the event log could not confirm the reported issue. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. Multiple short therapies were performed on the device successfully. The reported issue could not be confirmed through a sample evaluation. A device history review and service history review were completed with no issues noted related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted